Event description:
It was reported that an upsylon was implanted during a sacrocolpopexy procedure performed during an unspecified date. Following the procedure, the patient experienced mesh erosion at the apex, and an infection in the sacrum. The infection was successfully managed. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Imdrf patient code e2006 captures the reportable event of mesh exposure at the apex. Imdrf patient code e1906 captures the reportable event of infection at the sacrum.